Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical medfusion 4000 pump, clutch was not delivering medication. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation. The top case was chipped and cracked. The bottom case had seal damage. There was a check clutch/ plunger lever error in history. The customer reported problem was verified during occlusion tests. The technician replaced the clutch halves leadscrew, and spring. The device passed all functional tests after this measure was taken. The product problem was attributed to normal wear; parts were over 7 years old.